Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, and was advised to return pump using pre-paid label, while technical support arranged shipment of replacement pump and informed customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.